Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy and are instructed not to attempt to reuse any disposable supplies. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the patient made a mistake by reusing equipment. On the same day as the event onset, the patient was hospitalized for peritonitis. Also that same day, the patient started treatment with injection vancomycin (1g stat then every fifth day; route and duration not reported) and injection amikacin (250 mg daily; route and duration not reported) for peritonitis. Extraneal therapy remained ongoing. At the time of this report, the patient remains on vancomycin and amikacin therapy. The patient's recovery status and outcome of the event were unknown. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.